Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported after wearing an abbott diabetes care device for 2 days, the device became ¿very hot¿ and upon removal, they observed visible smoke. The customer experienced a loss of consciousness and their spouse performed cardiopulmonary resuscitation (CPR). No further information was reported. There was no report of serious injury, death, or mistreatment associated with this event.